Manufacturer narrative:
One sample of single-cannula tracheostomy tube part number 8sct was received for evaluation. The reported issue was confirmed. A inflation/deflation test was performed. Air was applied to the cuff and it was observed after seconds the cuff deflated. A visual inspection was performed and it was observed the cuff presents a two small tears. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating the physician had two tracheostomy tubes with the same defect. The customer provided a video of the tubes in water showing that they had a leak. Medtronic followed up with the customer. According to the customer, the defect lies in the joint where the balloon and the plastic of the trach meet." The physician noted that there was a leak in the same area on both tracheostomy tubes. There was no patient injury or death associated with this event.